Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump would not hold patient data; system failure. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device has not been in for service previously. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found device in good condition. Functional testing found the reported "wont hold patient data/system failure" problem was not duplicated. However, in event history logs show medium alarm displayed: pump settings and patient data loss and standard battery at 25%. Recommend replace microprocessor (mpu) board due to customer concern. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)-2022 via email and attached in complaint object: all referenced complaints were found during testing. No patients were involved or effected. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2120-0104-01 d4: correction: model number: 2120